Event description:
It was reported that the error was "acu watchdog". Software version: v1.6.5. There was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: one device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was verified. The probable cause is due to the bad main printer circuit board. The main printer circuit board was replaced.